Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue after it was on service for 25 years. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting low pacing impedance measurements after it was on service for 25 years. A new device was implanted. No additional patient effects were reported.